Manufacturer narrative:
The oad was received for analysis. Visual examination revealed an insufficient amount of uv adhesive in the seal around the nosecone cap. A syringe filled with fluid was injected into the oad and the fluid was observed to be leaking out of the nosecone cap. There was no other damage observed with the oad. At the conclusion of the analysis, the reported issue that the oad was found to be leaking was confirmed. The root cause was revealed to be a manufacturing issue where an insufficient amount of adhesive had been applied at the nosecone cap. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cs ID: (B)(4).

Event description:
During priming of the peripheral stealth orbital atherectomy device (oad), the oad was noted to be leaking viperslide from the strain relief. The oad was advanced through the sheath and blood was noted to be flowing back through the saline sheath. The device was replaced with a second oad to complete the procedure and there were no patient complications.